Event description:
It was reported that the bd alaris smartsite low sorbing secondary set had kinked tubing. The following information was provided by the initial reporter: (B)(6) 2026 carfilzomib made for pt correctly. Rn unable to back prime 2ry set. Tubing appears to have crimp in it will not allow fluid to flow.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.